Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective (gas delivery system) gds to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported display is not accurate and low tidal volume. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.